Event description:
It was reported that earlier than anticipated battery depletion of a bi-v implantable cardioverter defibrillator (ICD) resulted in an intervention to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Model: 4470, competitive implantable pacing lead; implant: (B)(6) 2007. Model: 0184, competitive implantable tachy lead; implant: (B)(6) 20070. Model: blv-bis-10, crdm adaptor; implant: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.